Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis and acute kidney injury. Within 5 days of the procedure the patient was hospitalized due to fever and hematuria. During the procedure 60 ablations were performed, and later a decline in renal function was observed. The patient is still in recovery. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was further reported that the patient has been discharged from the hospital and has fully recovered. Additionally, during the procedure some ablations were performed on the pulmonary vein antrum.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that following a pulse field ablation (pfa) procedure using a farawave pfa catheter the patient experienced hemolysis and acute kidney injury. Within 5 days of the procedure the patient was hospitalized due to fever and hematuria. During the procedure 60 ablations were performed, and later a decline in renal function was observed. The patient is still in recovery. The catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns.